Event description:
About 9:50 am, md was using cautery while operating on excision of mass left eyebrow. Cautery sparked causing flash fire. Pt had oxygen mask on. Oxygen shut off immediately, flames went out immediately. Pt's face and part of neck burned. Face treated with saline. Silver sulfadiazine cream applied. Eyes checked, lungs checked. Pt transferred to burn center for follow-up.device not labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-sep-94. Service provided by: independent service organization. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, electrical tests performed, mechanical tests performed, performance tests performed. Results of evaluation: none or unknown. Conclusion: no failure detected and product within specification. Certainty of device as cause of or contributor to event: yes. Corrective actions: device temporarily removed from service. Invalid data - on device destroyed/disposed of status.